Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an rt340 adult breathing circuit caused the mr850 humidifier to alarm. No patient consequence reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually examined. Results: visual inspection of the inspiratory limb revealed that the heater wire was detached from the retainer and was found 38 cm away from the retainer. Further inspection of the retainer and the inspiratory limb revealed no damage. A lot check could not be performed as a lot number was not provided. Conclusion: we are unable to determine what may have caused the heater wire to detach from the retainer. The retainer holds the heater wire in position allowing the heater wire to be evenly distributed along the circuit. The mr850 performed as expected and generated a probe out alarm that alerted the staff. The heater wires of all rt340 adult dual-heated evaqua breathing circuits are visually inspected for bunching prior to being released for distribution. If bunching is present, the breathing circuit is rejected. This suggests that the heater wire detached from the retainer after the circuit was released for distribution. The user instructions that accompany the rt340 state the following: -"check that the heater wire is evenly distributed along the circuit and not bunched or kinked." -"do not strech or milk the tubing"